Event description:
New information received notes that the pace/sense portion of the lead was capped due to loss of sensing. The defib portion of the lead remains active. The patient was fine after the procedure.

Event description:
It was reported that the patient presented in the clinic for a routine follow-up and low r-waves were observed. Lead will be monitored.